Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing muscle stimulation and the pulse generator was found in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.